Manufacturer narrative:
Investigation into this complaint concluded it was related to a previously confirmed investigation. Complaint documents completion of tsb 640-139 and clearly indicated adjusted or failed for the adu board values. Urgent field safety notice / field correction recall (fa-am-dec2021-263) and a technical service bulletin were issued december 6, 2021 to address this issue. It was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. This action was communicated to the FDA on november 6, 2021. The following mdrs were also reported as related to fa-am-dec2021-263 (482-risk): 3005248192-2021-00115 follow up report 1 3005248192-2021-00443, 3005248192-2021-00445, 3005248192-2021-00508, 3005248192-2021-00509, 3005248192-2021-00510, 3005248192-2021-00511, 3005248192-2021-00512 ,3005248192-2021-00513 ,3005248192-2021-00514, 3005248192-2021-00516, 3005248192-2021-00517, 3005248192-2021-00518, 3005248192-2021-00515.

Event description:
Ticket is related to execution of tsb 640-139, amp-detect optical adjustment upgrade procedure, which is performed to upgrade maintenance and diagnostics (m&d) 2303 on the alinity m system and to perform an analysis of the amp-detect units (adus) to determine if the board values are correct. For this serial number amp detect unit (adu) 3 indicate a value of failed. Issue is associated with reportable field action (fa-am-dec2021-263). There is no patient involved with this MDR as the board adjustment was performed by the abbott fse.